Event description:
Pt alleges having no problems until approximately 10/85. At this time she notices a loss of configurative balance and it appeared that her right prosthesis was suffering a loss of integrity.